Manufacturer narrative:
Update to: d9 the device was returned to olympus for inspection. However, the user facility requested the device returned without culture testing by olympus. The device was returned to the customer as unrepaired. As a result, a root cause could not be identified, and the customer allegation could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.